Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms and resumed insulin. Customer observed an air bubble in the tubing which may have contributed to one of the occlusions. There was no reported adverse impact to customer's blood glucose level.